Event description:
Patient presented for pulsed dye laser therapy. Patient put under general anesthesia. Vendor operating their laser, laser screen would not turn on. Procedure cancelled since laser would not work so anesthesia was unnecessary for this child. This was a reportable serious event to the state health department due to the unnecessary anesthesia this patient received without any treatment able to be provided, as such this is a mandatory report.